Event description:
It was reported that the patient presented for device upgrade, externalized conductors were observed. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.